Manufacturer narrative:
As reported, the patient had complications post implant of galaflex mesh. The information available is limited. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 23-apr-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during breast reconstruction surgery, patient was implanted with galaflex mesh. It was reported by the patient that this mesh has completely ruined her health and mental health.